Manufacturer narrative:
The date of the event was an unknown date in (B)(6) 2020. Initial reporter postal code: (B)(6). The device was received for evaluation containing 141ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After 120 hours of infusion, "a lot of liquid remained in the pump". There was no report of patient injury or medical intervention associated with this event. No additional information is available.